Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. The personality module surgeon console (pmsc) was installed and tested in the test system. The system was started up and failed with error 48200 with the left eye lost. Failure analysis noted the surgeon console leaf (scl) had failed and would be replaced. Based on the information provided at this time, this complaint is being classified as a non-reportable event. Refer to decision tree reportability rationale. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be reopened for further evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the left eye of the surgeon side console (ssc) was not working. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to view the system logs as on-site was not connected at the time of the call. Prior to calling in, the operating room (or) staff swapped out the camera head and camera cable with no change. The surgeon informed tse that the image was seen in the left on start up, but video signal became distorted and eventually lost. The tse had the site power down the system, cycle the ssc main breaker, reseat the ssc blue fiber cable, and reboot the system; however, the issue persisted. The operating room staff confirmed that the left and right were present on the vision side cart (vsc) touchscreen. Tse had the operating room staff bring up the system event logs at the vsc and was able to confirm a 48200 error indicating an unexpected leaf board configuration pointing to the video input leaf (vil) of the personality module surgeon console (pmsc). The surgeon informed tse that the ports have been placed, but has elected to cancel the case. The planned surgical procedure was aborted post anesthesia and post port placement with no reported injury an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed and replicated the reported issue of left eye not working along with error 48200. The fse replaced the personality module surgeon console (pmsc) (655674-08) to resolve the issue. The system was tested and verified as ready for use.